Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline infection.

Event description:
Major pump unit(s) involved: external control system failureadditional text: driveline onlyspecific component(s) involved: driveline malfunctionadditional text: driveline exit site-large amount of sangoserous drainage-no organisms seen/grownother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : vac dressing applied to control fluid, nutrition re-evaluated and protein increasedtype: lvad.